Event description:
It was reported that during a CABG procedure, the device locked out. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 08/08/2008. Evaluation summary: the analysis results found that the 1st device was returned with the blade scratched and cracked. The device was tested with a gen04 and an error code 5 was displayed. Due to the damage to the blade, it was confirmed that the device was non-functional. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The analysis results found that the second device was received with the blade cracked. The location of the break was in the blade at the first node. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. During functional testing on a generator the device gave an error code 5. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.